Event description:
Subject was a participant in a clinical trial involving tampons. Study tampons were used by the subject from (B)(6) 2008. Due to headaches, nausea and vomiting she was taken to the hosp on (B)(6) 2008 and was diagnosed with (B)(6). During her hosp stay, she was administered tylenol 500 mg orally every 4 hours. Toradol every 6 hours, 1 dose of valium, and IV morphine. Pt was discharged on (B)(6) 2008 at 10:30 am following a four day hosp stay. On (B)(6) 2008, a f/u report indicates that the subject is currently only taking diamox sequels 500 mg twice a day. Subject has followed up with her physicians and has returned to school, etc.

Manufacturer narrative:
This adverse event was reviewed by the principal investigator for the clinical study and according to his assessment, the viral meningitis was not related to the study device. Add'l common devices: (B)(4).